Event description:
On (B)(6) 2011 a vns implanting surgeon reported that the vns patient wants his device explanted due to painful stimulation in his chest just above the generator. The patient is not currently seeing a psychiatrist for his vns and consulted directly with the surgeon for the removal of his vns. The surgeon does not know when the pain first started and was not able to provide any further information. A battery life calculation was performed with the programming history available which revealed 2.9 years until the elective replacement indicator (eri) shows yes. The explant surgery took place on (B)(6) 2011 and the explanted lead and generator were returned for product analysis on (B)(6) 2012 that has not yet been completed.